Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and was unable to duplicate the reported issue. Physio-control evaluated the device and was unable to duplicate the reported issue. As a precaution the therapy connector assembly and the user interface to stack flex assembly were replaced. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while testing the device, the user found that the device displayed "connect electrodes" while the therapy cable was connected to the device. Another therapy cable was used with the same outcome. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.